Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of "loss of power during infusion" confirmed through event log and visual inspection. Device passed pvt (performance verification testing) and nda (no disposable attached). Probable cause is battery compartment is highly contaminated, causing poor contact with batteries. Replaced battery compartment assembly and verified that the contamination did not infiltrate the interior of the device. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's power went out, and the screen was dark. Per reporter, when the batteries were removed and reloaded, the pump was able to be turned back on and infusion was restarted. This issue occurred with two pumps. The patient noticed the pump was off 1 hour after the malfunction and was able to complete the infusion. Per reporter, review of the pump's event history log indicated it was at the end of the infusion, and the issue occurred before the device was powered down. Reporter stated that was about an hour. Both patients stated this was not a new problem and they had experienced this issue before. This event occurred on at patient's home. No patient harm/adverse event was reported.